Event description:
It was reported that the customer's pump reset multiple times in a day. There was no reported impact on the customer¿s blood glucose level. The customer reverted to an alternate form of insulin therapy.